Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence and experienced being in a loop when trying to exit the load menu. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.